Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x23mm xience prime stent is filed under MFR # 2024168-2017-05703. The 2.25x23mm xience prime stent is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, two xience prime stents (3.0x23, 2.5x23 mm) were implanted in the mid left anterior descending coronary artery bifurcation and a 2.25x23 mm xience prime stent was implanted in the first diagonal coronary artery. On (B)(6) 2016, the patient experienced stable angina and restenosis was noted in all three xience prime stents. Balloon angioplasty was performed in the native vessels and in the graft to the first diagonal artery. The condition resolved. No additional information was provided.